Event description:
The non skid soles of the halyard shoe cover xl ps #68628, product number 69254, and boot full cover ps# 8450 (product number 69671) disintegrate and leave small white confetti looking debris on the floor of our rooms, hallways and other patient care areas.